Event description:
It was reported that the patient's lead was extruding around the generator site. It was reported that the patient was picking at the wound and that there was an abscess in the area where she was picking. The patient was at the emergency room and the physician planned to attempt to treat without explanting the device. Attempts to obtain additional relevant information have been unsuccessful to date. .

Event description:
Additional information was received stating that the vns patient¿s infection was still present.